Manufacturer narrative:
The actual device was not available; however, a photograph of the device was provided for evaluation. Visual inspection of the photograph showed fluid inside a bag that contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had fluid leakage; liquid was found in the bag and droplets were all over the bottle. This issue was discovered at the hospital prior to patient use. The device was filled with fluorouracil 1908mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.